Event description:
It was reported that the patient with this implantable pacemaker device experienced lightheadedness when the testing feature was turned on. Moreover, the device was sticking out. As of this time, this device remains in service. No additional adverse patient effects were reported.